Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to no hearing benefit from the device. It is unknown if there are plans to reimplant the patient as of the date of this report.